Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. The patient was discharged on an unreported date and later readmitted to the hospital for the same event. The patient was treated with an unspecified intraperitoneal antibiotic (dose, route, and frequency not reported) for the event. The patient was discharged from the hospital a few weeks later and reported to have recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.